Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata ii shunt on (B)(6) 2014 due to hydrocephalus. Reportedly, after the operation, the doctor found the valve was leaking when he pressed on it and the valve was removed and replaced on (B)(6) 2015 with another strata ii shunt. According to the report, the operation was completed successfully and there was no injury to the patient. It was reported that the patient's current status is normal.

Manufacturer narrative:
The returned valve was patent and proteinaceous debris was noted in the interior and exterior of the valve. Siphon, reflux, pressure-flow, preimplantation, and leak testing were unable to be performed as the integral outlet connector of the valve was observed to be broken off. Multiple tears were noted in the reservoir of the valve. It is unknown how or when this damage occurred. The valve was returned at pl= 0.5. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance¿. Approximately 16 cm of the ventricular catheter was returned and proteinaceous debris was noted on the exterior of the catheter. Approximately 63 cm of the peritoneal catheter was returned and proteinaceous debris was noted on the exterior of the catheter. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).